Event description:
The following was reported right total knee. Revision secondary to infection. The use of mako in the index procedure was not thought to have contributed to this complication. No further information available from the doctor or hospital.¿ a ps knee was converted to a knee with ps/ts knee with stem and augments. Additional information from rep (regarding conversion of knee from ps to ps/ts): after the implants were removed and clean up cuts were made there was a large gap between femur and tibia. Through trialing it was determined that 10mm augments with a 22mm insert stabilized the joint. Dr made the decision to use a constrained insert to insure stability long term.

Manufacturer narrative:
The following devices were also listed in this report: triathlon asym patella a35x10; cat# 5551l350 ; lot# lll896. Tri ts baseplate size 7; cat# 5521-b-700 ; lot# iyo9xa. Triathlon ps fem component cemented; cat# 5515-f-702 ; lot# nca3n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: the medical records provided are insufficient to warrant a clinician review. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar event for the sterile lot referenced also relates to infection. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.